Manufacturer narrative:
No product was returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported infection or device loosening. Infection after approximately 8-years implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.

Event description:
Pt revised for I & d due to mrsa, found loose patella between implant and unk mfg of cement interface.